Event description:
It was reported the tasp fractured during the procedure. Attempts to gather additional information are underway, however no more information is available at this time

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 verified item lot combination and reviewed manufacturing date from returned product. Tibial articular surface provisional left exhibits signs of repeated use and the post has fractured along with the medial side of the tasp. All pieces were not returned. The device history records and receiving inspection report was reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Root cause was determined to be due to user error as instructions were incorrectly followed and tasp was struck with excessive force. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.